Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was visited to emergency room and then hospitalized due to low blood glucose and loss of consciousness on (B)(6) 2020 with blood glucose of 58 mg/dl and other blood glucose value was 28 mg/dl. The customer was treated with glucagon. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of low blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.